Event description:
Same case as MDR #6000089-2006-01347 and 6000093-2006-01209. It was reported that during a coronary artery drug eluting stenting treatment procedure a vessel rupture was found. A medtronic launcher guide catheter and a guidant balanced middle weight (bmw) guidewire were used. The procedure started with stenting of the mid left anterior descending (lad) using a 2.75x20mm taxus (unknown if this stent was a taxus liberte' or a taxus express2). Then the moderately tortuous, 3.5mm diameter, 90% stenosed lesion located in the left circumflex (lcx) at a bifurcation was predilated using a maverick 2.5x15mm balloon. The lcx was stented using a 2.75x28mm taxus liberte' drug eluting stent. Proximal to this stent a 3.0x12mm taxus liberte' stent was implanted, overlapping with the 2.75x28mm taxus liberte'. Then a 3.5x8mm quantum mavevick balloon was used to post dilate the 2 stents in the lcx with a pressure of 20 atms. At this point vessel rupture was found in the mid lcx where the 2.75x28mm taxus liberte' stent was implanted. Remedial action was taken and the lcx was re-wired using a guidant extra s'port wire. A 3.0x20mm taxis liberte stent was implanted on top of the 2.75x28mm taxus liberte' stent. The bleeding continued, so another taxus liberte' stent size 3.0x16mm was implanted on top of the previously placed stents. The perforation was still not remedied. Two abbott graft master stents, one size 3.0x9.0mm and the other of unknown size, were implanted. The stent grafts were post dilated using a new 3.5x8mm quantum maverick balloon. It was reported that the patient's condition was stable throughout the procedure as measured by heart rate and blood pressure; however, a low dose of dopamine was given as a precaution. After the graft stent was implanted, the heparin was reversed. Blood drainage at the perforation point ceased. The complication was managed in approximately 30 minutes from its occurrence. The patient underwent echocardiogram to check for blood drainage on the pericardium. The patient condition was reported as satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.